Manufacturer narrative:
UDI: (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed, and the valve passed the test no occlusion was noted. The valve was leak tested and the only leaked from the needle holes in the needle chamber. The catheter was irrigated no occlusion noted. The valve was reflux tested and the valve passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and the valve passed the test. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve became obstructed and was revised. The doi and the initial setting was unknown. Then the setting was 14 but there was a tendency of being underdrainage. The angiography confirmed that the valve was obstructed and there was no flow. Therefore a revision surgery was performed on (B)(6) 2019. The patient is recovering well.